Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump, leading to the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. The customer reverted to an alternate method of insulin therapy.